Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead with a spiral design was explanted as it was no longer capturing the tissue. A new lv lead with a straight design was implanted. No additional adverse patient effects were reported.